Event description:
During use for cardiopulmonary bypass, the roller pump "slowed and/or stalled." The user was apparently able to compensate and the procedure was completed successfully. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.